Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18849902/19069335.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure. No device malfunction was suspected. The explanted ipg and linear leads were discarded by the hospital.